Manufacturer narrative:
(B)(4) the complaint rt380 adult dual-heated evaqua2 breathing circuit is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in france reported via a fisher & paykel (f&p) healthcare representative that a rt380 adult dual-heated evaqua2 breathing circuit failed the ventilator leak test before use. There was no patient involvement.

Event description:
A healthcare facility in france reported via a fisher & paykel (f&p) healthcare representative that a rt380 adult dual-heated evaqua2 breathing circuit failed the ventilator leak test before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Corrected data: section g1 - manufacturer contact office: contact person changed to mr. Diego vargas banuelos. H11: method: the subject rt380 adult dual heated evaqua2 breathing circuit was returned to f&p healthcare in new zealand for investigation, where it was visually inspected and leak tested. However, the mr290v vented autofeed humidification chamber provided as a part of the circuit was not returned. Results: visual inspection of the returned components identified no damage or defects with the returned breathing circuit. Leak testing confirmed that the breathing circuit was within specification. Conclusion: we were unable to determine what may have caused the reported event as there was no fault found with the returned circuit. All rt380 adult dual heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject adult breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt380 adult evaqua2 breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."